Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission with post-paced t-wave oversensing. Programming changes were discussed. No further information was available.

Event description:
New information received notes episodes of non sustained right ventricular oversensing due to post paced t- wave oversensing were observed once more on the implantable cardioverter defibrillator. Programming changes were recommended but not made at this time. The patient was stable with no symptoms.